Event description:
A nurse reported that the vitrector from two packs failed to function properly during a procedure; the unit simply wasn't cutting at high speeds even though the rfid (radio-frequency identification) display and system setting were correct. Clarification was received from the surgeon, who indicated that only the first pack was defective, and was aspirating but not cutting during a left eye pars plana vitrectomy, removal of retained lens fragments and vitreomacular adhesion, internal limiting membrane peel, endolaser, and air fluid exchange procedure. The second pack was opened with only a slight delay and the issue resolved. The case was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).